Event description:
Procedure: urogynecological. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, diagnosed with chronic uti and atrophic vaginitis. Recommended urine culture and perform cic every 30 minutes with diuretic. Prescribed vitamin c, macrodantin and estrace. Urine culture revealed escherichia coli. Diagnosed with urinary retention possibly secondary to multiple bladder surgeries, recurrent urinary tract infections. Started on macrobid, premarin vaginal cream and cranberry pills. Recommended urodynamics, cystoscopy and renal scan. Planned for instillation of antibiotics - gentamicin 40 mg in 20 cc normal saline, instill daily.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).